Event description:
Bard mesh - for hernia repair -installed in 2002 and told I had entrapped ilioinguinal- agreed to exploration only - disabled now -renal failure and pneumonia hospitalized for both separately after second operation-ilioinguinal was tri-sected without consent - notes from second operation described cutting access material from surgical implant. Too many symptoms, and inappropriate treatment by doctors ever since: wbc stays-up, prostate problems, pain in chest, sigmoid diverticulitis, digestion, and periodic vomiting from spasms, etc,. I continue to be misled by doctors regularly. Dates of use: 2002 - 2008. Diagnosis or reason for use: bi-lateral inguinal hernia's.